Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer received unspecified high readings from her adc freestyle libre sensor. Caller further reported she had treated customer with ¿high amounts¿ of insulin due to the readings, and on (B)(6) 2019 customer began to experience ¿dizziness, thirst and then vomited¿. Customer subsequently lost consciousness. Customer had contact with her healthcare provider and was given a ¿pink pill¿ (caregiver did not know name of medication). Caller provided the following readings comparison, but it is unknown when the readings were obtained relative to the medical event: sensor: 199 mg/dl vs meter: 72 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer received unspecified high readings from her adc freestyle libre sensor. Caller further reported she had treated customer with ¿high amounts¿ of insulin due to the readings, and on (B)(6) 2019 customer began to experience ¿dizziness, thirst and then vomited¿. Customer subsequently lost consciousness. Customer had contact with her healthcare provider and was given a ¿pink pill¿ (caregiver did not know name of medication). Caller provided the following readings comparison, but it is unknown when the readings were obtained relative to the medical event: sensor: 199 mg/dl vs meter: 72 mg/dl. There was no report of death or permanent injury associated with this event.